Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Low bg cause was not known. Paramedics provided assistance by transporting the customer to the hospital. The customer was subsequently hospitalized and treated with carbohydrates, intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.